Event description:
It was reported during an ablation procedure the luer extension tube of the cool flex catheter broke at the connection to the catheter handle. The broken tubing inhibited the catheter from being irrigated. A new catheter was used with no issues. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.